Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2023, in order to perform an integrity test on internal device.

Manufacturer narrative:
This report is submitted on september 11, 2023.